Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness and a breast mass. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this 6473413 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Generalized illness and breast mass complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast capsular contracture, right breast mass, symptoms of generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by mammogram and by ultrasound. The mammogram also showed that the patient had developed an irregular mass on her right breast. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. Lastly, the patient expressed concern about breast implant illness. The patient suffered from several unexplained systemic symptoms, including lower back problems, taking longer to get over sickness, and occasional rashes on her chest. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.